Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a distal occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition the reported complaint could not be confirmed through occlusion tests. Further investigation found damaged air detector, downstream occlusion (dso) seal peeling from bezel, and the upstream occlusion (uso) seal buckling. The air detector, dso seal and uso seal were all replaced. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.